Event description:
It was reported when using the bd syringe 60ml e/t , the device experienced stopper separation from the plunger. The following information was provided by the initial reporter. The customer stated: disconnect between stopper and plunger rod.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. A device history review was performed for reported lot 2007081, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. In assembly stations of 50ls manufacturing lines there is a vision system to detect stoppers bad assembled or missing stopper. In case any is defective it is rejected automatically. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to information received, the root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station, however since no sample was received, root cause of the event reported could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.